Event description:
Information was received stating general anesthesia was administered as a result, instead of using a local agent.

Event description:
Information was received regarding a smiths medical pain management kit that the bupivacaine is not working on their patient.